Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted two (2) miniature punctures on the tubing (approximately 14 cm from chamber port tube). A functional under water pressure test was performed and a leak was observed from the two (2) miniature punctures on the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted on the two suspect lots numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot # - suspect lot numbers were sr23a24013 and sr22f01017 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were small holes in the tubing of a clearlink system solution set which resulted in a medication leak. This event occurred while priming the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.